Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported patient experienced ineffective right leg stimulation and felt add'l stimulation from her left leg on the right side. Reprogramming was unsuccessful. Surgical intervention may take place to address this issue.